Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with missing display window cover, cracked case behind the insulin pump at the battery compartment, pillowing keypad overlay, cracked select button keypad overlay and cracked battery tube threads. (B)(4).

Manufacturer narrative:
The initial report was submitted with the wrong aware date in 'date received by MFR'. The correct date is 31-oct-2020.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose level, coma and diabetic ketoacidosis. Customer¿s blood glucose level was above 600 mg/dl. Customer was treated with insulin drip. The insulin pump will not be returned for analysis.